Manufacturer narrative:
A visual examination of the returned device found that the sheath was cut near the t-fitting, and the distal section of the t-fitting cannula and heat shrink were not returned. Additionally, the basket and coil assemblies were returned separated. The coil assembly was kinked and buckled and the sidecar was pushed back approximately 2mm. The basket assembly was kinked and bent and the basket wires were uneven and deformed. Furthermore, the thumb ring was found to be broken off at the proximal end of the handle assembly. The unit was not functionally tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the handle broke prior to the tip detaching. The evaluation found that the thumb ring and handle assembly showed evidence of proper ultrasonic welding. Therefore, the most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
Patient age is unknown; however reported to be (B)(6). Concomitant medical products: endotripter ((B)(4)) handle. Scope: (B)(4). Guidewire: jagwire ((B)(4)). (B)(4), (tip won't detach). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a removal of bile duct stones procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the physician tried to remove a 10mm stone from the common bile duct, but was unsuccessful, and the basket with the stone were stuck inside the patient. The physician then attempted to detach the basket tip without the use of an alliance device. Consequently the tip did not detach and the handle of the device ("base of ring") broke. The handle of the device was dismounted and the scope was removed from the patient. The proximal end of the wire was then connected to an endotripter (olympus) handle and the stone was crushed. It is reported that there were two other stones within the patient, approximately 5mm in size, but it could not be reported what was done to complete the procedure. Reportedly the complaint device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a removal of bile duct stones procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the physician tried to remove a 10mm stone from the common bile duct, but was unsuccessful, and the basket with the stone were stuck inside the patient. The physician then attempted to detach the basket tip without the use of an alliance device. Consequently the tip did not detach and the handle of the device ("base of ring") broke. The handle of the device was dismounted and the scope was removed from the patient. The proximal end of the wire was then connected to an endotripter ((B)(4)) handle and the stone was crushed. It is reported that there were two other stones within the patient, approximately 5mm in size, but it could not be reported what was done to complete the procedure. Reportedly the complaint device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.